Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump piston gets stuck during rewinds and makes an unusual sound. The customer¿s blood glucose level was 56 mg/dl at the time of the incident. The customer used food to treat the low and went up to 64 mg/dl. The customer believes the pump was over delivering. The customer reported air bubbles in the reservoir and tubing. The customer also reported boluses that were not getting delivered due to lack of insulin advancement in the tubing, but they did not get any alarms. The customer started at 96 mg/dl and went up to 246 mg/dl due to the issue. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.